Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure, purging of the sheath in the patient, bubbles were observed. Most likely it was originally from the introductory valve, which was not continent. The introductory valve, which was not continent, risking loss of the transseptal access and thus prolonging the procedure time. Procedure was completed. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Leakage test performed on the returned sheath observed a leak from its hemostatic valve. The microscope test identified a tear on the external valve, resulting in the reported visible air/bubbles allegation. The reported allegation was confirmed. The event date was estimated since it was not yet provided. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The event date was estimated since it was not yet provided. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure, purging of the sheath in the patient, bubbles were observed. Most likely it was originally from the introductory valve, which was not continent. The introductory valve, which was not continent, risking loss of the transseptal access and thus prolonging the procedure time. Procedure was completed. No patient complication was reported. The device is expected to return for analysis.